Manufacturer narrative:
Product event summary: the device, sheath 4fc12 with lot number 04280-88, and the data files were returned and analyzed. Data files did not show any issues or system notices. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the product failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, the ¿tube¿ at the sheath side leaked. It was noted that the saline of the continuous flush dropped out. The sheath was replaced and the case was completed with cryo. The device subsequently tested out of specification upon the manufacturer analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.